Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: pacemaker, implanted on (B)(6) 2017. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient presented to the hospital after having five days of nausea, vomiting, diarrhea, headache, and a fever. An initial head computerized tomography (CT head) showed 8 mm subarachnoid hemorrhage in the left occipital region. A repeat CT head scan showed an increasing hemorrhage size to 16 mm with increasing hydrocephalus. The patient was reportedly given vitamin k and fresh frozen plasma (ffp) . The patient's vital signs were stable, and the glasgow coma scale (gcs) was "good" per intake. The patient's international normalized ratio (inr) was 2.9. The nih stroke scale (nihss) was initially 0, but progressed to 1-2 (somnolent). The patient was given hydrocodone and a fluid bolus. A decision was made to transfer the patient to another hospital. En route, the patient's respiratory rate decreased significantly, so the transfer stopped at a different hospital to intubate the patient. After intubation the patient was flown to another hospital and was admitted for symptoms of nausea, headache and dehydration and vad low flow alarms. The patient was given prothrombin complex concentrate (pcc) to reverse the anticoagulation and was given two units of platelets. The patient was started on keppra 500 mg two times a day for seizure prophylaxis and nimodipine 30 mg every two hours for cerebral vasospasm prophylaxis. Prognosis was poor per notes and goals of care (goc) was initiated with family. The patient was declared brain dead and expired due to irrecoverable neurological damage. The patient was brought back to the operating room after death for an organ donation, and the vad was then turned off.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary:(B)(6) was not returned for evaluation. Review of the available autologs report revealed a decrease in power consumption and estimated flows starting on :(B)(6) 2022 and 3 low flow alarms logged since :(B)(6) 2022. As a result, the reported low flow event was confirmed. Information received from the site indicated that the patient experienced several days of nausea, vomiting, diarrhea, headache, and a fever. An initial head computerized tomography (CT) showed a subarachnoid hemorrhage in the left occipital region; a repeat CT head scan showed an increasing hemorrhage size with increasing hydrocephalus, and the patient was given vitamin k and fresh frozen plasma. The nih stroke scale (nihss) was initially 0, but progressed to 1-2 (somnolent). The patient was given hydrocodone and a fluid bolus. The patient's respiratory rate later decreased significantly, and the patient experienced symptoms of nausea, headache and dehydration and was given prothrombin complex concentrate and two units of platelets. The patient's prognosis was poor and the patient was later declared brain dead and expired due to irrecoverable neurological damage. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.